Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Sales rep reported t2 femur nail was placed in retrograde for a proximal 1/3 fx. Eight (8) weeks out, the pt reported immediate pain while leg pressing 30 lbs. Pt went to hospital and xrays showed that the nail broke at the most distal of the proximal screws. The implant was removed and replaced with an antegrade 13 x 380 t2 femur nail. Per dr., the nail showed signs of a scratch from either the drill during the original surgery or from trying to take the nail out during the revision.

Manufacturer narrative:
The evaluation revealed the broken t2 femoral nail to be the primary product. Only the distal part of the nail was provided. The proximal part of the nail is laser marked with the lot code and catalog number, not the distal part. The provided lot code of the nail was identified as incorrect, therefore a review of the manufacturing and inspection documents (DHR) was not possible. During the investigation no material, dimensional or visual related issues were found. The nail broke within the fourth distal nail hole. The hole was not drill- or screw marked. The breakage surfaces and breakage lines indicate that the main part of the nail broke step by step in a fatigue fracture; the small rest part of the nail broke spontaneously in a brittle rest fracture. The evaluation of the x-rays and available information by a hcp revealed that the fourth nail hole was placed very close to the fracture line. Furthermore, the nail was implanted in retrograde mode. The approach was through the knee joint (iatrogenic pathology). Additionally, the distal nail part reached the proximal metaphysic marrow region of the femur, so that cortical support to the distal nail part was not given. All these factors led to the nail breakage due to full load bearing to the nail, especially to the fourth nail hole. Nail holes are weak spots and should be never placed near to the fracture. A t2 femoral nail in antegrade mode is the correct indication for this kind of fracture like done in the revision surgery. Based on the evaluation a manufacturer related issue was not identified; the broken nail is attributed to an inadequate treatment during implantation (user related). A review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
Sales rep reported t2 femur nail was placed in retrograde for a proximal 1/3 fx. 8 weeks out, the pt reported immediate pain while leg pressing 30lbs. Pt went to hospital and xrays showed that the nail broke at the most distal of the proximal screws. The implant was removed and replaced with an antegrade 13 x 380 t2 femur nail. Per dr., the nail showed signs of a scratch from either the drill during the original surgery or from trying to take the nail out during the revision.